Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code has been corrected to 525 - tube). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was found to be a translucent white hydrocarbon grease. The facility may not have wiped the insertion section properly which resulted in deviation from the instruction manual causing the foreign object to remain. It was confirmed that there was no deformation that would affect foreign material adhesion. However, a root cause could not be identified. The instruction manual states the inspection method associated with the event in "chapter 5, section 5.3 precleaning the endoscope and accessories; wipe the insertion section". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited grease adhered to the insertion section at the 20cm-40cm marker. There were no reports of patient involvement.